Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer reported the vent was giving off technical failure alarms 300, 316, 545. There was no patient involvement reported.